Manufacturer narrative:
The insulin pump was received with completely damaged, smashed case, cracked and bleeding lcd glass, and damaged motor. Unable to test the device.

Event description:
Customer reported the insulin pump fell off his hip, it cracked, and the motor fell out. Customer's blood glucose was 200 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information provided.